Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2023. They experienced a few low flows along with tea colored urine and instances of vomiting. The patient was brought to the intensive care unit for treatment. The cause for the low flow alarms were determined to be from sepsis and low volume. The low flow alarms resolved with treatment of intravenous fluid. The sepsis was treated with antibiotics.

Event description:
Additional information reported that the source of the sepsis was cholecystitis. The patient passed away due to septic shock and ischemic bowel related to hepatocellular carcinoma which was not device or therapy related. The clinician stated the device was operating as intended and would not be returned for evaluation.

Manufacturer narrative:
Further information was received indicating this event was not device or therapy related. No further information was provided. The manufacturer is closing the file on this event.